Event description:
A consumer reported that following intraocular lens (iol) implant surgery in the left eye, he noticed a difference of colors compared to the right eye. Some colors appear lighter and others appear darker. Also, beams of fluorescent light appear purple and white, and much wider than with the right eye. According to the consumer, the surgeon informed him that his left eye surgery was difficult, he had difficulty seeing the back of the bag during the procedure, and there was "much trauma" to his left eye. The consumer added that he had a different model iol implanted in each eye, but he has no problems with his right eye. At the request of the consumer, the surgeon was not contacted for add'l info about the event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted for add'l info. (B)(4).